Manufacturer narrative:
The device alarmed and had constant tone due to faulty interface board. We were unable to perform the operating currents measurement, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to constant tone. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced program alarm anomaly. The customer's blood glucose value was 205 mg/dl. The customer received battery out limit when she took the battery out. The customer was not able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.